Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for free thyroxine (ft4) on an e601 analyzer. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 60.90 pmol/l. The customer noticed that the result was abnormally high, so the customer decided to run the sample on a different platform. The sample was repeated on an abbott architect analyzer, resulting as 17.5 pmol/l. The sample was also repeated on the e601 analyzer on (B)(6) 2016, resulting as 21.00 pmol/l. The second sample, from a (B)(6) female born on (B)(6), initially resulted as 38.15 pmol/l. The customer noticed that the result was abnormally high, so the customer decided to run the sample on a different platform. The sample was repeated on an abbott architect analyzer, resulting as 13.3 pmol/l. The sample was also repeated on the e601 analyzer on (B)(6) 2016, resulting as 13.36 pmol/l. The patients were not adversely affected. The ft4 reagent lot number was 125827. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. The most likely root causes are related to pre-analytic sample handling or bubbles/foam on reagent surface. A general reagent issue can most likely be excluded.